Event description:
Technician alleged that the bed has no power. No pt impact.

Manufacturer narrative:
The technician found liquid damage on the power control board. The technician replaced the power control board assembly to resolve the issue.